Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported diabetic ketoacidosis and ER visit. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased after approximately 12 hours of pod wear. Specific glucose values were not provided. Reported symptoms included dehydration and "very high blood glucose levels." The patient reported presenting to the emergency room (ER) on (B)(6) 2025, where she was diagnosed with diabetic ketoacidosis and treated with insulin, fluids, and potassium. It was further reported that upon pod removal, the cannula was observed to not be properly inserted into the skin and was bent. The patient remained in the ER for approximately 8 hours and was not admitted to the hospital.